Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013 and that it had performed to spec up to (B)(6) 2013. The device was used during an sca event on (B)(6) 2013. It is reported that the device language was not set to english. The returned device was tested and test therapy was delivered without fault. The device speech prompts were given in swedish throughout. The device history record for the device was checked and the device was configured to (B)(6) during final testing at heartsine. The delivery note of the device recorded the original destination as (B)(6). The returned device was originally dispatched to a customer in (B)(6) for training purposes in (B)(6) 2012. It was returned to the sales and marketing department soon after this date. After receiving a request for a replacement device, a member of the sales and marketing team sent the returned device to a customer in (B)(6). That member of staff did not adhere to the company's procedures regarding the replacement of devices and so the language configuration was not checked. Corrective actions have been taken in heartsine technologies which should ensure that this type of problem will not re-occur. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
Device used in a sca event. When the device was switched on (B)(6) prompts were given.